Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted.

Manufacturer narrative:
(B)(6) 2025 nc: h3 should have been marked "no" rather than "yes".